Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, verified customer complaint of heating up of the handpiece. Found both bearings failed on turbine and debris build up in head. Also damaging head drive gear from the debris. Also had cap damaged from coming in contact with rotor. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that a midwest e 1:5 ca overheated during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.